Event description:
Patient underwent l5 kyphoplasty for vertebral compression fracture. During removal of the right balloon, the balloon burst spreading contrast in the field and making it difficult to see the anatomic outlines. There was no significant extravasation and approx. 8 ml of cement was deployed into the l5 vertebral body. The working channels were removed, and the skin was closed with a single nylon stitch in each stab incision. The patient was taken to the recovery room in good condition.